Manufacturer narrative:
The customer inspected the instrument and observed the wash nozzle #1 was leaking and bubbles in the cuvette washer pump. The field service representative (fsr) resolved the issue replacing the washer, cuvette. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the washer, cuvette did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the washer, cuvette were identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for one sample that was not reported out of the laboratory. The following data was provided: sid (B)(6) initial result = 8.7 mg/dl, rerun on the same analyzer: 1.6 mg/dl. No impact to patient management was reported.